Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm. Customer's blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an (B)(6) battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer advised they would call back if the issue persisted and would remain off of the insulin pump for a day.